Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose of 602mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin, and was released from the hospital the next day with no permanent damage. The contact alleged a potential ¿site failure¿ occurred, however, a site failure was not confirmed. Reportedly, the infusion set was changed.